Event description:
Customer's pharmacy called lfs in 2002 alleging their surestep test strips were not changing color after blood was applied. Customer stated this occurred several times with different strips. The pharmacist also noticed the strips were not changing color when a blood sample was applied. At the pharmacy, customer received replacement strips and stated the reaction on the strips worked when applying blood and customer was able to obtain a reading. The customer did not report any adverse events or injury. Strips have been replaced for customer.